Event description:
Event description guidant received information that this right ventricular lead displayed high pacing threshold measurements. The lead was surgically abandoned and successfully replaced with another lead.